Manufacturer narrative:
Reported issue. It was reported that handle was detached from mics. Product inspection: as per service maxwo-02012015 & case number (B)(4). Rtv date: 9/5/2019. Lot # 4201970. Senior depot service technician: (B)(6). Rtv reason: per d06917, mics failed collar test because screw missing from handle. The alleged failure was confirmed. Device history review: device history records indicate (B)(4) were manufactured under lot k09d0 and 24 devices were accepted into final stock on 4/28/17. A review of qt17-04-0080 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42040317 shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure was confirmed . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Handle detached from mics. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handle detached from mics. Case type: tka. Surgical delay: =15 minutes.